Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The procedure was therapeutic. The procedure was completed with the same device. There was no delay and no prolonged anesthesia for the patient was required. The patient¿s pre-existing conditions, nor any further information, is not available. Information as to where the piece of tissue pad fell is not known.

Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. The device actual lot# is kr108967; lot# kr109975 is for the package. The device history record review confirmed that device lot had no anomaly in inspection. The device was returned for evaluation of the broken tissue pad (teflon pad). The reported complaint of the broken teflon pad was confirmed. Visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it worn out, lifted up, and broke off at mid-section causing metal exposed. The teflon pad distal portion was missing, not returned. There are also burnt marks on the jaw and probe, but probe is in good alignment. The device was then attached to the usg-400/esg-400 and found both switches working properly. The device passed the probe check and energy output. The wiper movement and its gold insulation are normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Also, the coating of the probe was partially peeled off. The investigation result alone could not identify the cause of the separated teflon pad exactly. Based on the past investigation results, a likely cause of the fell-off of the teflon pad might be the following: due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. The peeled tissue pad was falling off because the pad added pulling load. Peel-off of the probe coating: it is likely that the probe coating was peeled off by the device being handled as follows: activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device is returned but evaluation is not completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a hysterectomy procedure, the device tissue pad broke. There is no reported harm or adverse impact to the patient.